Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received no delivery alarm. The customer¿s blood glucose level was 10.9 mmol/l at the time of the incident. The customer states that received no delivery alarms during bolus. Troubleshooting was performed. The reservoir was not empty and insulin did not exit. The customer was advised to change the complete set however, the alarm persist again. They changed infusion set and the alarm occurred. The insulin pump will be returned for analysis.